Manufacturer narrative:
Exposed sharp edges on the broken siderail.

Event description:
It was reported by service report that there was a broken side rail bracket and there were exposed sharp edges. It is unk if there was pt involvement, however no adverse consequences are reported.